Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock. Noise was observed on the rv lead post dft during generator change out. The noise was noted after closing the pocket. The lead was explanted and replaced. No further information is available.